Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed lesion being treated was located in the calcified, tortuous left anterior descending (lad) artery. The physician attempted to place the 2.50x16 mm taxus express drug eluting stent but was unable to cross the lesion. When the stent was withdrawn, the stent was lifted up. No pt complications were reported. Pt status reported as "good."